Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that the customer complained they had seen increased instrument failures during clinical use. They had seen larger failure rates than normal. They have had several instrument cables break during procedures. The procedure outcomes were known at the time of this report with no reported injury.